Event description:
A patient death was reported. It was reported that the patient had a pump refill was driven home by their daughter. On the way home, the patient had an event. The patient experienced respiratory issues, was taken to the emergency room (ER), and passed away later that day. The cause of death was unknown. The pump was infusing dilaudid (hydromorphone) at 0.649mg/day and bupivacaine at 1.2mg/day. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).